Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff did not inflate. Another device was tested and the cuff did not inflate as well. The customer reported that there was no patient involvement.